Manufacturer narrative:
Inspected three random sealed reservoirs performed pre-fill reservoirs and passed per inspection no air bubbles anomaly was found during analysis. Checked o-ring for defects and none was found. No air bubbles noted. Also, performed a visual inspection and found transfer guards needles center off.

Event description:
It was reported that the customer has issues with air bubbles in the reservoir. It was stated that the customer did 3 set changes when blood glucose was at 12.2 mmol/l and this resulted in it rising to 16 mmol/l. Customer completed another set change that bought the glucose down to 13.9 mmol/l. It was stated that on some of the reservoir's transfer guards the needle is curved or bent. Insulin is stored at room temperature. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.